Event description:
It was reported that the patient had a left knee displacement of patella on (B)(6) of 2017, and underwent revision open reduction and fixation/nonunion repair of the left patellar fracture on (B)(6) of 2017. The issue has been resolved as of (B)(6) of 2017.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, this complaint from the united states and the journey ii cr retrospective study, reports adverse event #4 - left knee displacement of patella and adverse event #7 - left superior pole patellar nonunion and fracture. Adverse event #4 - was treated with a revision open reduction internal fixation on 4-6-2017. The insert and patella were replaced. It was stated that adverse event #7: left superior pole patellar nonunion left knee displacement of patella fracture - per the site, the events are not related to device, but smith and nephew devices were revised. On 7-10-2017 the femoral, insert, baseplate and patella were replaced because of failed revision and infection. The clinical study report forms were provided to review however they did not reveal a root cause of the patella nonunion fracture and displacement or the secondary infection. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.